Event description:
In early 2009, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was prompting an unknown error message. A week prior, during a follow-up call with the reporter, the medical affairs specialist (mas) obtained additional information that suggested the subject meter was reading inaccurately low. The complaint was classified based on the information provided by the reporter. The reporter could not confirm when the subject meter began to read inaccurately low. The patient's spouse reported that the patient began to use the subject meter in 2008 when he was first diagnosed with diabetes. She stated that the patient tests one a day (in the morning) and manages his diabetes with 5mg of glipizide daily. Since testing with the subject meter, the reporter claimed he has consistently been obtaining fasting blood glucose readings in the "80-110 mg/dl" range, which were considered normal. Two weeks prior to original date, the reporter stated that the patient went to see his urologist for another health condition and at the time of the visit of urinalysis was performed and the physician told the patient that he had "sugar in his urine." After the doctor's visit, the reporter claimed she attempted to run a control solution test on the subject meter because the physician's findings did not correlate with the blood glucose readings the patient had been obtaining every morning. The reporter did confirm that the patient did develop symptoms of extreme thirst in addition to becoming flushed approximately 4-5 days prior to contacting lfs. On the morning of that day, prior to the patient's visit to the urologist, the reporter claimed that the patient obtained a blood glucose reading of "103 mg/dl" with the subject meter. The reporter denied that the patient made any changes to his diabetes treatment or received medical treatment as a result of the alleged issue. Replacement products were sent to the patient. Although it is unclear when the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of hyperglycemia after obtaining "normal" blood glucose results on the reported device, which may have contributed to a delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.